Manufacturer narrative:
Product unavailable for analysis.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a transvaginal tape procedure. According to the complainant, during the procedure, the bladder was perforated on the left side of the patient. The wound in the bladder was closed. Furthermore, the physician had difficulty tensioning the sling on the patient's right side. The mesh was removed but the mesh carrier was left inside the obturator internus muscle. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".